Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane was evaluated and replaced. The system pcbs were evaluated and reseated. The system was tested and found to be working as intended and returned to service.